Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the device was returned without any original packaging. The anchor was not returned. Half of the suture was returned wrapped around the cleat. This part of the suture has factory ends. The other half of the sutures are run through the cleat cannula. This part of the suture has ends that have been severed by a sharp instrument. The cleat has been removed from the device. An internal piece of the device, the force limiting cage, was returned separated from the device. The ratchet handle is locked. The insertion tube is bent. A functional evaluation was not performed due to the anchor was already deployed and the partially disassembled device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use or use of sharp instruments near the device tip. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, the q-fix all-suture anchor thread was broken when the thread was tried to unlock after the anchor was deployed. The procedure was successfully completed with non-significant delay using a sn back-up device. No further complications reported.